Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had 2 broken rods from the previous surgery in 2023. Doctor removed the old broken hardware and replaced it with 4 rods + screws etc. But did not have anything to do with the manufacturer stimulator. They were redirected to the surgeon to address: they received the name of manufacturer manual. They went through all the buttons on their remote and discovered that one of the buttons had been turned off and physician directed patient to turn it on, subsequently my settings started working again. Patient had no more issues with it. Patient stated the issues had been resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that position based settings were wiped out after surgery about two weeks ago. Pt stated that stimulation became too low while walking and too high when lying down, requiring frequent manual adjustment. Agent redirected pt to healthcare provider (hcp) for further evaluation and provided the national answering service (nas) phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.